Event description:
(B)(4).

Manufacturer narrative:
The product was investigated and found to be in working order except for a missing sling bar latch. The most probable cause to this event is incorrect application to the sling bar. The product was repaired and the customer was recommended to perform training for the staff on the proper lifting technique.